Event description:
It was reported that patient (pt) was scheduled for a bypass and is currently on a ventilator. While in cath lab, intra-aortic balloon (iab) was prepped per instruction. Md inserted iab through sheath via right femoral artery. Iab was connected to autocat 2 wave pump. Md noticed iab membrane was not inflating properly; only bottom third. Md manually inflated membrane using a 30cc syringe filled with air. Pump was switched off and on again. While connecting driveline tubing to pump, md realized only half the membrane was inflating. Md used 30cc syringe with air second time & again iab membrane inflated fully. Iab was connected to pump again & iab only inflated two thirds of the way. Md decided to keep iab inserted in pt. During this time "no alarms appeared on pump even though all alarms were activated on pump. No high pressure alarms or helium loss alarms & no printouts. Lcd screen showed 30cc above helium bar. Balloon volume showed fully inflated, yet under fluoroscopy they could see only two thirds of balloon inflating. Top third of iab was not inflating. Pump was exchanged by sales rep next day & will have a service evaluation by clinical technologist." X-rays will follow, but strips are not available.in 2008, the clinical technologist identified that the printer was not working and he fixed it. The tech could not find anything else wrong with the pump. Per the sales rep, the cardiologist confirmed that "this pump never alarmed in the cath lab even though they could see under fluoroscopy that this balloon was not inflating fully." Pt is recovering very well & will be released from hosp by end of the week. Reference medwatch 1219856-2008-00361 for info regarding the iab.

Manufacturer narrative:
Product will not be returned for evaluation.